Manufacturer narrative:
Investigation: initiated manufacturer's investigation: no sample returned review DHR inspect stock product. Analysis and findings: distribution history the complaint product was manufactured at csi in february 2020 under work order (B)(4). Manufacturing record review: (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record : service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history shows no complaints for this issue. Product receipt. The complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Correction and/or corrective action: CAPA 735 has been opened to determine if customer observations with regard to pessary durometer warrant further product enhancements. Was the complaint confirmed? No.

Event description:
The pessary is too stiff. Donut pess 3 3-4 in 7 mxpdo07 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported conditon.

Event description:
Ref e-complaint (B)(4) report forwarded by customer service trumbull the customer has issued a customer dissatisfaction complaint some time ago saying the pessaries are too stiff. Additional complaint in ref. To e-complaint (B)(4) donut pess 3-3 4 in no 7 mxpdo07 e-complaint (B)(4).